Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). Device manufacture date is unknown. Concomitant medical devices and therapy dates, robotic assisted base station device, (B)(6) 2022.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that there were chamfer inconsistencies with the chamfer cuts while using the robotic-assisted solution satellite station. It was reported that they were not aligning perfectly with a 1mm gap between the the metal femur implant and the chamfer cuts. It was reported that the there was a 1/2mm over-resection on both the distal and chamfer cuts which would account for the 1mm gap. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and there was no defect found with the system or software. The log files were reviewed. During review, it was determined that there was no array motion suspected and there did not appear to be any issues with saw blade calibration. It was observed that the resections differed from the planned resection plane by 0.5mm when measured with the system pointer. Therefore, the reported condition was confirmed. It was also found that the most distal points of the distal condyles and the most posterior points of the posterior condyles were not acquired based on the point cloud acquisitions and the relative location of the landmark. Per the instructions for use, it is recommended that these landmarks are acquired and validated. These could have been contributing factors to the implant fit not matching expectations. The assignable root cause is most likely due to intentional clearance between the anterior chamfer resection and the implant and blade deflection or cutting technique related issues which is improper handling. Device history records show that the device was processed through the normal installation and inspection operations with no rework or nonconformities noted. The device met all required criteria at the time of release with no issues documented during the installation process.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was unknown in the initial report and has been updated accordingly.